Event description:
Emergency medical technicians responded to a person, described as conscious, who had fallen. The device was connected to the pt for cardiac monitoring. According to the reporter, the device briefly displayed "shock advised" with the 3 lead pt electrocardiogram electrodes and cable connected. No adverse affects to the pt were reported as a result of the alleged malfunction. The reporter stated the device was removed from svc because it might shock inappropriately.